Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703w ,lot# l59333, implanted: (B)(6) 2000, product type: catheter. Analysis of the pump identified high battery resistance. (B)(4).

Event description:
The pump and catheter were returned with no information. The indications for use of the pump were non-malignant and chronic back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.